Event description:
Information was received indicating that a smiths medical pump presented with error codes 46510, 532569100, 0, 3328. There were no reported adverse events.

Manufacturer narrative:
Other, additional information received by smiths medical via email on 07-jan-2021 that there was no patient was involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "46510" error code alarm message on power up during the investigation. Investigator?s recommended the pump faulty microprocessor unit board be replaced. The problem source of the reported problem is unknown.